Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A distributor employee of intuvie, received a phone call form a patient/ who reported they had noticed some slight dampness from the pouch. The patient didn't see any leaking from the medication bag or the pump/tubing. Medication being infused was unknown. No patient injury reported.